Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2-a5: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h6: the probable cause for the missing adhesive could not be established. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure. During use, the wire lost connection. During the product return evaluation, a portion of adhesive was missing from the scanner. It is unknown if the missing adhesive occurred during use or during transit for return. This product problem is being submitted in an abundance of caution due to missing material. There is a potential for harm if the malfunction were to recur.